Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A device history report is currently being reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Na - "a ureteral stent spontaneously migrated out of the ureter into the bladder and out through the urethra of the patient. To date, no new stent has been inserted in the patient. To date, no new stent has been inserted in the patient." Patient status - "fine."